Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. 12/04/2015 a medtronic representative, following-up at the site, reported the surgeon continued with the surgery using the small percutaneous pin after the medtronic representative recommended a longer pin and a re-spin of the patient. The medtronic representative directed the surgeon to verify accuracy with all instruments before starting any tapping or putting in screws. There were no inaccuracies. - 12/10/2015 a medtronic representative performed a navigation system check-out, hardware and software areas passed. Instrument test failed. The instrument was checked and there was not anything wrong with the adaptor or percutaneous pin used. Issue resolved. System performed as intended. - medtronic technical services representative stated this issue was likely user error due to percutaneous pin adaptor size used in the procedure. - no parts were replaced. No parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy after the patient was spun. It was noted that this surgeon always uses percutaneous pins. There was play in the percutaneous pin, the surgeon was using a short percutaneous pin adapter instead of a long percutaneous pin. Because of the size of the percutaneous pin they could turn the pin and soft tissue kept moving it causing an inaccuracy. No specific measurement of the alleged inaccuracy was provided. The surgeon opted to continue the procedure with the small percutaneous pin after the medtronic representative recommended using a long percutaneous pin and re-spinning the patient. The surgeon verified accuracy with all instruments before starting any tapping or putting in screws. There were no inaccuracies. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.